Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, physician was doing a "knee wash out" and while there exchanged the poly insert.